Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use an amphirion deep pta balloon during treatment of the patient's mid right common iliac artery. Slight vessel tortuosity is reported. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The device was prepped as per IFU without issue. Balloon deflation difficulties are reported. It is reported the device moved in the lesion while inflated. The entire system got detached when the balloon deflated and moved toother place. The balloon was surgically removed. Procedure was completed using other balloon of different brand. No further injury reported.

Manufacturer narrative:
Additional information: the vessel treated was the superficial femoral artery. The balloon got out of the system from the guidewire during the procedure, it got out when the balloon was inflated across the lesion for the 2 second time itself since it is spread lesion it has to be dilated 2 times. It had occurred previous while using amphrion deep. The device detached in the patient, was removed from the patient and it was again reintroduced using different system. The balloon got out from the guidewire. The lesions were spread in many places, so balloon was inflated and deflated in different regions to obtain dilation. During first inflation and deflation it was successful, during the second time the balloon got detached from the guidewire. The physician lost the access site and removed all the procedures and introduced new procedure again to gain the access point . The guidewire didn¿t damage the balloon. The detached amphirion deep was safely removed and reinserted to patient. This impacted the procedure time. The non-medtronic guidewire was safely removed and used new guidewire to perform new procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.